Manufacturer narrative:
The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port. This was observed before patient use. There was no patient involvement. No additional information is available.